Event description:
It was reported patient attended facility post linogram stating her arm was painful and burning when she got anything through it. The linogram stated that there was a kink in the PICC at 3-5cm. When the patient was assessed a red circle above PICC site was noted that was painful and burning. PICC was removed and fracture noted at 5cm. Patient treated for extravasation, hydrocortisone 1% cream and cold compresses applied. Telephone helpline advice given with follow up telephone call. PICC length 39cm, inserted to basilic vein, exit marking 2cm. CT scan completed (B)(6) 2024. No interventions with PICC. Used for folfiri.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and splits were observed near the 4cm marking and between the 6cm and the 7cm markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the catheter tubing was also observed to be compressed at the split locations. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.